Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent a hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), genital haemorrhage ("excessive and abnormal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and metal poisoning ("nickel poisoning") in a 48-year-old female patient who had essure (batch no. B08098-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included obesity, diabetes, blood pressure high, urinary frequency, respiratory tract congestion and dysfunctional uterine bleeding. Concomitant products included acetylsalicylic acid (aspirin), atenolol, atorvastatin, canagliflozin (invokana), cyanocobalamin, levofloxacin, losartan, metformin, metoprolol and simvastatin. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 day after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced metal poisoning (seriousness criterion medically significant) and allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a hysterectomy and bilateral salpingectomy) and surgery (endometrial ablation - thermachoice). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, fatigue, vaginal discharge, weight increased, metal poisoning, allergy to metals and abdominal pain outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metal poisoning, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants: trailing coils in uterus: 3 in right ostium. Essure implants: trailing coils in uterus: 3 in left ostium. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Transabdominal and transvaginal pelvic study report conclusions: small complex left ovarian cyst. Bilateral essure coils identified and are in place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : menorrhagia , dysmenorrhea, dyspareunia, fatigue. Batch number is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), genital haemorrhage ("excessive and abnormal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and metal poisoning ("neckel poisoning") in a 48-year-old female patient who had essure (batch no. B08098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included obesity, diabetes, blood pressure high, urinary frequency, respiratory tract congestion and dysfunctional uterine bleeding. Concomitant products included acetylsalicylic acid (aspirin), atenolol, atorvastatin, canagliflozin (invokana), cyanocobalamin, levofloxacin, losartan, metformin, metoprolol and simvastatin. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 day after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In february 2015, the patient experienced metal poisoning (seriousness criterion medically significant) and allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a hysterectomy and bilateral salpingectomy) and surgery (endometrial ablation - thermachoice). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, fatigue, vaginal discharge, weight increased, metal poisoning, allergy to metals and abdominal pain outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metal poisoning, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants: trailing coils in uterus: 3 in right ostium. Essure implants: trailing coils in uterus: 3 in left ostium. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Transabdominal and transvaginal pelvic study report conclusions: ¿ small complex left ovarian cyst. ¿ bilateral essure coils identified and are in place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : menorrhagia , dysmenorrhea, dyspareunia, fatigue most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, lot number received, patient concomitant condition added, events added as :-vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, weight increased, metal poisoning, nickel allergy, abdominal pain, device monitoring procedure not performed. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.